Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a lost sensor alert after inserting a new sensor. Customer's blood glucose was 47 mg/dl at the time of the incident. Customer treated with food. Customer was assisted in reprogramming the transmitter ID. Customer declined troubleshooting for the low blood glucose.